Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: - damaged/broken ceramic tip it can be assumed that a damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. - the guide screw was missing this defect is attributed to age-related wear and tear, improper handling, mechanical overload, impact to the sheath like fall, shock or similar stress. - worn sealing ring this defect is attributed to age-related wear and tear, frequent usage, poor maintenance. Damaged sealing rings may very likely cause a leakage at the sheath. The following are included in the instructions for use (IFU): the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: - no corrosion - no dents - no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the ceramic tip was cracked, with the guide screw missing and the sealing ring aging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the resection sheath had the ceramic tip cracked. There were no reports of patient harm.